Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer gave the example that his blood glucose would be 140 mg/dl while the sensor would give a reading of 50 mg/dl. Customer also stated his blood glucose would be 180 mg/dl while his insulin pump would give a high alert with a sensor reading of 360 mg/dl. During troubleshooting, customer's blood glucose was 151 mg/dl while sensor reading was 58 mg/dl. Insertion and calibration techniques were discussed. The product will not be returning for analysis.